Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had damaged part in the board. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue involving a pump module with a damaged board component was confirmed through a picture provided by the facility. The image showed that the air-in-line (ail) sensor assembly was damaged due to a broken op1 sensor. The suspect pump module was not returned, and the facility did not provide the event or error logs for review. Therefore, no inspection, laboratory testing, or log analysis could be performed as part of this investigation. According to the alaris system with guardrails suite mx user manual v12.3.2, devices that appear damaged should not be used. Damaged units must be sent to biomedical engineering for repair, and device inspections should be performed to prevent defective equipment from being returned to patient use. Use of a damaged device can result in patient harm. There was no patient involvement reported for this event. Root cause: the root cause of the device's damaged board component was confirmed through a picture provided by the facility, which showed that the air in line (ail) assembly sensor was damaged, as the op1 sensor was broken. Laboratory testing, inspection, and log analysis could not be performed as the suspect pump module was not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had damaged part in the board. There was no patient involvement.